Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during procedure. The customer restarted the pump and was able to complete the procedure without further issues. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the reported issue was caused by an over occluded pump. Based on this, improper user handling was identified as the root cause for the reported issue.